Manufacturer narrative:
Device was returned and analyzed, helix difficulty and electrode damage allegations were confirmed based on x-ray observation of a stretched-out helix. As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this lead attempted but not implanted due to an apparent electrode end damage. Device was returned and analyzed. No adverse patient effects were reported.